Manufacturer narrative:
Biocompatibility testing to iso (B)(4)was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed weeping blisters under some of the electrodes and under the clasp of the lifevest. The patient's physician recommended wipes for the blisters and the patient removed the vest at times to let the skin condition heal. Upon follow up, the skin condition was described as mostly healed.